Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 5 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of the same reference-batch. (B)(4). Received five closed samples and one open sample with the needle detached from the thread. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As instructed for use: as stated in the flexocrin instructions for use: "when working with suture materials great care must be taken to ensure that the use of surgical instruments, such as tweezers or a needleholder, does not lead to damage the thread by pinching or kinking". Test performed on the needle attachment of the closed samples received and the results fulfill the OEM requirement. Final conclusion: complaint is not justified. Note will be taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. A credit note for one box of product as a quality courtesy will be issued. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: netherlands thread split during closure, when unpacking the thread, needle broke from thread.